Event description:
It was reported that during an appendectomy procedure, the device was activated for use in adhesion detachment, the tissue pad at the tip was broken. It was confirmed that the tissue pad was not completely peeled off. It was also observed that a powder-like white substance that ejects after the activation of the device, but it was unknown whether the white powder emitted to the tip of the jaw had dissipated in the abdominal cavity. Additionally, heat injury had occurred in the part of the intestinal tract at the root of the shaft region on the tissue pad side.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, fdd, fdr - c070603). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an appendectomy procedure, the device was activated for use in adhesion detachment, the tissue pad at the tip was broken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.